Manufacturer narrative:
The plant investigation is in progress. A supplemental MDR will be submitted upon the completion of this activity. Clinical investigation: there was no allegation that the patients loss of consciousness or cardiopulmonary arrest was caused by any fresenius products. Additionally, the physician noted that the event was likely caused by the patient's cardiac history. There is no documentation that shows a causal relationship between the adverse event and the loss of consciousness or cardiopulmonary arrest experienced by the patient and any fresenius products.

Event description:
The nurse manager at a user facility reported an adverse event that occurred while a patient underwent an in-center hemodialysis (hd) treatment. A patient with a past medical history of cardiac disease (unspecified) and end stage renal disease (esrd), who has been on hd therapy for approximately two (2) years, presented to the user facility for a routinely scheduled hd treatment on (B)(6) 2016. Immediately preceding the initiation of treatment, the patient¿s blood pressure (b/p) was recorded at 138/79. The patient¿s ultrafiltration goal was set for 2.3 liters (l); however, the total amount of fluid removed is not known. A heparin bolus (2000u) was given and the hd treatment was initiated (time unknown). Toward the end of the hd therapy, the patient complained of not feeling well, and subsequently lost consciousness. The patients b/p preceding the loss of consciousness was 145/84. The hd treatment was discontinued and the patient¿s blood within the venous line was returned. The blood within the arterial line was not able to be returned due to the nurse having to immediately attend to the patient. The patient¿s estimated blood loss (ebl) from the arterial line was noted as being approximately 100ml. Cardiopulmonary resuscitation (CPR) efforts were initiated and the patient was successfully resuscitated (resuscitation details are unknown). The patient was transferred to the emergency room (ER); however, no further details related to the patient¿s ER encounter were made available. The patient has since returned to and has continued to undergo routinely scheduled hd treatments with no further issues being reported. The physician noted that the patient¿s cardiac history was the likely cause of the event. Following the event, the machine was removed from service for evaluation. A fresenius regional equipment specialist (res) performed an on-site evaluation of the unit and found the system to be functioning properly. No device malfunction was identified and there were no device issues either reported or alleged noted as being the cause of the patient's event. The unit was cleared for return to service. The dialyzer complaint device is available to be returned to the manufacturer for evaluation. Although requested, the device has not been received for analysis.

Manufacturer narrative:
Additional information - the reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation, and the lot number of the suspect device was not provided. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A lot history review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. No information was found and no lots were identified during this review, which sought to identify the lot numbers for all dialyzers shipped to this account within the selected time frame. As the lot number was not identified by the user facility and since no lot information was identified during the ship history, a manufacturing review was not able to be performed. Follow-up information was provided by the user facility which revealed that their dialyzer products are provided by a third party distributor. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Follow-up information was received which revealed that the optiflux dialyzer assembly product was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.